Event description:
Follow-up information from the patient's healthcare provider indicated that the cause of the event was unknown. It was unknown what the signs and symptoms associated with the event were. There was no patient injury and the patient did not require hospitalization.

Event description:
It was reported that a patient's implantable neurostimulator (ins) would turn off sporadically. The ins was replaced and it was stated that "things are going better with the new device". No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748266, serial# (B)(4), product type extension product ID 748266, serial# (B)(4), product type extension product ID 7436, serial# (B)(4), product type programmer, patient product ID 3387-40, lot# j0427852v, product type lead product ID 3387-40, lot# j0427747v, product type lead. (B)(4).